Manufacturer narrative:
Continuation of d10: product ID 3093-28, lot #: va03gdm, implanted: 2014, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 02-oct-2016, UDI #: 00613994752390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was experiencing high impedance over 4000. No programs were able to be turned up past 0.5. The patient was experiencing worsening baseline symptoms of retention and urgency frequency.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# va03gdm serial# implanted: (B)(6) 2014 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the high impedances was unknown. The cause of the inability to increase stimulation was also unknown. They had a lead replacement done on (B)(6) 2024. Upon opening the pocket, the lead had two different segments that were twisted 3-4 times making a loop at the end. The lead was removed and replaced. All impedances were won and elicited appropriate motor responses when connected to the ins.

Manufacturer narrative:
H3: analysis of the lead (lot#: va03gdm) revealed that all conductors were broken 4.5cm from the distal end. Continuation of d10: product ID 3093-28 lot# va03gdm implanted: (B)(6) 2014 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.